Event description:
The reporter stated that integra bilayer matrix wound dressing was applied to dress a diabetic foot ulcer. The pt was not compliant with post application instructions concerning clinical visits for dressing changes and weight bearing. The pt took off his dressings while at home; the bilayer matrix wound dressing was removed along with the dressings. Integra bilayer matrix wound dressing was reapplied. In 2009, the pt presented with exposed bone and tendon at the wound site. The pt was later hospitalized for treatment of the worsening wound.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.